Event description:
It was reported that after using bd bactec¿ plus aerobic/f culture vials (plastic) there was a molecular false positive on bactec media. Patient ID (B)(6). The following was reported by the initial reporter: it was reported by the customer that bactec plus aerob fp. Did the organism grow on the culture plates? Yes. What was the organism identified? (B)(6) : pseudomonas aeruginosa. (B)(6): staph hominis/ staph epi. (B)(6): staph hominis. (B)(6): micrococcus species. (B)(6): e. Coli. Were all the antibiotic susceptibility testing the same for each isolate? Unknown- testing performed at our offsite micro department. Were the patients results reported out? Our first 2 reports that we encountered the false positive c. Tropicalis were reported on patient files. If yes, were any patients treated based on erroneous results? Yes, one patient was started on antifungal treatment. If yes, did the erroneous treatment have any adverse impact to the patient(s)? Unknown, once false positive results were noted numerous times, pharmacy was contacted, and patient antifungal treatments were stopped. Do you have any uninoculated bottles of this lot number left that you could send in for quality investigation? Yes. Did you use any type of molecular testing to identify the organism from the bottles? Yes. Biofire panel type (bcid1 or 2): bcid2. Biofire catalog: rfit-asy-0147. Biofire lot number: 1957223 was biofire result dual positive? All positive for various organisms as well as candida tropicalis on initial runs. What organisms grew? See above. What was seen in the gram stain? (B)(6) : gnb. (B)(6): gpc clusters. (B)(6): gpc clusters. (B)(6): gpc clusters. (B)(6): gnb.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D.9:device eval by manufacturer? Yes. D9: returned to manufacturer on: 2023-october-26th. H.6 investigation summary catalog: 442023. Batch no.: 3130644. Customer reported a molecular false positive result. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention/returned samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted, and batch has been previously investigated for the reported defect. Complaint is unconfirmed based on retention/returned samples and batch history record review results. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. G.5- there were multiple PMA / 510(k)#s reported to be involved. The information for each 510(k) number is as follows: k113558, k222591. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after using bd bactec¿ plus aerobic/f culture vials (plastic) there was a molecular false positive on bactec media. Patient ID (B)(6). The following was reported by the initial reporter: it was reported by the customer that bactec plus aerob fp. ¿ did the organism grow on the culture plates? Yes ¿what was the organism identified? (B)(6): pseudomonas aeruginosa (B)(6): staph hominis/ staph epi. (B)(6): staph hominis. (B)(6): micrococcus species. (B)(6): e. Coli. ¿ were all the antibiotic susceptibility testing the same for each isolate? Unknown- testing performed at our offsite micro department. ¿ were the patients results reported out? Our first 2 reports that we encountered the false positive c. Tropicalis were reported on patient files. ¿ if yes, were any patients treated based on erroneous results? Yes, one patient was started on antifungal treatment. ¿ if yes, did the erroneous treatment have any adverse impact to the patient(s)? Unknown, once false positive results were noted numerous times, pharmacy was contacted, and patient antifungal treatments were stopped. ¿ do you have any uninoculated bottles of this lot number left that you could send in for quality investigation? Yes. ¿ did you use any type of molecular testing to identify the organism from the bottles? Yes. ¿ biofire panel type (bcid1 or 2): bcid2. ¿ biofire catalog: rfit-asy-0147. ¿ biofire lot number: 1957223. ¿ was biofire result dual positive? All positive for various organisms as well as candida tropicalis on initial runs ¿ what organisms grew? See above. ¿ what was seen in the gram stain? (B)(6): gnb. (B)(6): gpc clusters. (B)(6): gpc clusters. (B)(6): gpc clusters. (B)(6): gnb.